Event description:
Healthcare professional reported, left side ¿device rupture". Healthcare professional, later reported, "capsular contracture, (gr 3-4)". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii/IV" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and device rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis of the photographs identified: rupture: not observed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side ¿device rupture". Healthcare professional later reported "capsular contracture (gr 3-4)". Device was explanted.

Event description:
Healthcare professional reported left side ¿device rupture". Healthcare professional later reported "capsular contracture (gr 3-4)". Device was explanted.